Manufacturer narrative:
(B)(4).

Event description:
The patient had an endeavor sprint rx drug eluting stent implanted in the right posterior lateral on the day of the index procedure. It was reported that approximately 19 months post index patient death is reported to have occurred. It was not assessed if this event was related to the study device. Cause of death is unknown.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure ¿ (death). (B)(4).